Manufacturer narrative:
(B)(4). The date on the previous 30-day medwatch report should have been 11/10/2017.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and due to the heavily calcified and short leaflets. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed since the 1st implanted mitraclip detached from one leaflet while remaining attached to the other leaflet (single leaflet device attachment). It was reported that the patient presented with heavily calcified leaflets, a short posterior leaflet, and degenerative mitral regurgitation (dmr) grade 4. The first clip delivery system (cds 70530u124) was deployed on the anterior and posterior mitral valve leaflets. Leaflet assessment was performed and only half of the posterior leaflet was captured; however, it was decided to implant this mitraclip. Implantation was performed successfully. A second cds was advanced to the mitral valve and became caught on the chordae. Using standard trouble shooting technique this clip was freed from the chordae and implanted lateral to the first implanted mitraclip. A third mitraclip was implanted as previously planned without issue. The mr had been reduced to grade 2 or moderate. The following day, on (B)(6) 2017, while performing a standard post procedure echocardiogram, a single leaflet device attachment (slda) was noted with the first implanted mitraclip (cds 70530u124). The patient had no reported clinical symptoms and the mr remained grade 2 or moderate. There was no treatment provided due to this slda. There was no additional information provided regarding this issue.